Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot and missing end cap sticker.

Event description:
It was reported the customer could not see her screen display. The glass on her meter was very scratched. The customer also reported she was in the hospital for a breathing issue and not related to the insulin pump. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.